Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed pulmonary blood clots in the lung. Nevro attempted to obtain additional information regarding the nature of the blood clots but was unsuccessful. The device was explanted and there have been no reports of further complications regarding this event.